Manufacturer narrative:
The device has been received for analysis, but requires additional investigation, which is not complete at this time.

Event description:
It was reported that during a dialysis graft thrombectomy treatment procedure, the zipwire fractured leaving approximately 2-1/2" of the guidewire in the patient's right upper arm. The wire broke off as it was being removed through the entry needle. The patient was referred for a thrombectomy of his clotted graft. Initially a cutdown was attempted because at first it appeared that the wire was in soft tissue and not in the graft. The closer the cutdown came to the wire, the more it appeared that the wire might indeed be in the graft. The procedure was aborted in order to salvage the graft and the patient was referred for surgery. The patient was stable at time of transfer to medical center. Surgical intervention consisted of thrombectomy and revision of the graft. The surgeon found that the wire was in subcutaneous tissue so he felt removal of the section of wire was not necessary. Patient's current status is reported as "fine".